Event description:
It was reported that the pacemaker exhibited an overestimation of battery longevity. No intervention was performed. The patient condition was unknown.

Manufacturer narrative:
Further information requested but was not received.

Event description:
New information was received as during follow-up in clinic on (B)(6) 2022, the pacemaker still exhibited an overestimation of battery longevity issue.

Event description:
New information was received as the patient condition was stable.